Event description:
On 6/17/94 a diabetic, left leg below the knee amputee pt was taken to the or for a sternal rewiring procedure. The procedure started at approx 0715 and was completed by approx 1245. The pt was placed on the operating table with one sheet, then a hypo/hyper thermia blanket extending down to mid-thigh area, gel pad, another sheet then the pt. On top of the pt was co's warming blanket, then a cotton blanket and on top of that was a surgical drape. These items were placed in an attempt to maintain body temperature. Upon completion of the procedure second and third degree burns were noted on the pt's right leg from thigh to foot with the most severe burns occurring at the ankle and foot areas. The blisters were present on all aspects of the leg except for the posterior portion. The blanket control was set on high air flow and high heat for the entire procedure. A user test was being conducted on the unit pending a possible purchase. The unit had been tested for two weeks prior to this occurrence without previous incident. This unit was tested at the same setting as above, for output temperature using another co's model 51 k/j thermometer. The maximum temperatures under the overlay warming blanket was 125.0 degrees f. The placard on the control panel states that high heat is 110 degrees f +/- 5 degrees f. A roll of foam rubber was used to simulate a limb under the warming blanket. Temperature probe was attached to the side of the foam roll. Temperature was measured at ankle, calf, and knee position on both legs. Tempertures measured ranged from 118.2 degrees f to 119.6 degrees f. It should be noted that during this testing period the over temperature alarm and/or shutoff was never activated.